Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex control unit with a prismaflex m100 set. Approximately 30 minutes into treatment, the return line became disconnected from the filter and the patient had an estimated blood loss of 10-20 ml. The treatment continued and the patient did not require medical intervention as a result of this event.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14i2904g, shows that there is no manufacturing non-conformity and one similar complaint for this lot number, however, this similar event occurred during priming. The prismaflex m100 set was discarded and not available for inspection. No leakage was reported during the priming.